Event description:
It was reported in the acta obstrica e t gynecologica scandinavia 2002; 81: 72-77, that a sling procedure was performed and the patient developed complete urinary retention. The urinary retention lasted from approximately 2 days to 2 weeks and was managed by catheterization.